Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of elastomeric pumps overinfused and underinfused during infusion. The overinfusions were between 72 hours or more. The underinfusions finished too soon. The device contained fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.